Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the outer tube is scratched and therefore has sharp edges and the outer tube is damaged and therefore the dielectric strength is inadequate. There was no patient involvement.